Event description:
Pt was an (B)(6) female who presented to the hospital with right internal carotid artery (ica) occlusion with a baseline (B)(6) of 26. After one pass with the merci v 2.5 firm retriever, the pt had a small bleed that remained the same size after about 30 mins. The physician was not able to continue with more passes with the merci device after that. The pt's 24 hour (B)(6) was 31. The site stated that the hemorrhage was related to the procedure and that the pt expired on (B)(6) 2011 after being made comfort care due to poor prognosis. There was no evidence of a concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use, may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.